Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver, who is the mother of a ( (B)(6) child) customer reported the freestyle libre sensor fell off after 2 days of wear. As a result, the customer was experienced dizziness and weakness. It was further reported the customer was unable to self-treated and the mother provided juice as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000gef254 has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver, who is the mother of a (8 year-old child) customer reported the freestyle libre sensor fell off after 2 days of wear. As a result, the customer was experienced dizziness and weakness. It was further reported the customer was unable to self-treated and the mother provided juice as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.